Event description:
It was reported that the patient complained of an increase in seizures and increased length of seizures. It was reported that prior to vns the patient's seizures were 45 seconds and after implant seizures lasted 1 minute 30 seconds, and the patient did not have benefit with magnet swipes. The patient's auras were also indicated as being shorter. It was also reported that the patient has experienced sleep apnea following implant. The patient has had multiple ER visits following vns placement. No other relevant info has been received to date.